Event description:
It was originally reported that during an unspecified procedure, the puller wire from the navistar thermocool catheter is broken. The procedure was completed successfully with no patient consequence. Upon receipt of the catheter on (B)(4) 2014, char was observed on proximal end of tip dome in two places first measured about 3.2 mm and second measured about 1.3 mm. Follow-up was conducted regarding the catheter condition and it was stated that the char was not observed by the user. This event is reportable for the char found on the catheter. Therefore, the awareness date is reset to (B)(4) 2014 when the char was discovered.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was originally reported that during an unspecified procedure, the puller wire from the navistar thermocool catheter is broken. The procedure was completed successfully with no patient consequence. The returned device was visually inspected upon receipt and char was found on the proximal end of the tip dome. Per this condition, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. Then per the event, a deflection test was performed and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found broken inside the handle, causing the deflection issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. However the root cause of the char remains unknown.